Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose ranged from 165 to 170 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to fully charge the pump and to monitor the battery performance. Upon follow up, customer declined further assistance from cts and declined to provide additional information regarding the issue.